Manufacturer narrative:
This lot was manufactured september 28, 2017 - september 29, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The sample photograph did not show clear evidence of a leak at the filling port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking at the filling port. The leak was identified at the filling port during filling when the syringe with sodium chloride was disconnected and prior to connecting the fluorouracil syringe. There was no patient involvement. No additional information is available.